Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead had a perforation on the heart wall and also exhibited functional undersensing. The perforation was suspected due to fluoroscopy, echocardiogram and device testing. Also low ejection fraction was discovered. The rv lead was explanted. No additional adverse patient effects were reported.